Event description:
It was reported that the device was at elective replacement indicator and had a possible "occult defect". The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion, and a random access memory (ram) chip memory error.